Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) failed the esa test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings,component codes, investigation conclusions) h10, h11. Corrected fields: h6(medical device ¿ problem code). Additional contact information: e1 (event site postal code) (B)(6). A getinge field service engineer (fse) replaced power cable reel and tested esa and pass. Unit tested pass iaw factory specifications. Device was returned to customer for clinical use. User to take special care when handling power cable reel.

Event description:
N/a.